Event description:
Patient reported via FDA the following. "Recent diagnosis of rupture." Patient also reported "symptoms of bii getting worse. Fatigue, muscle pain abs weakness, joint pain, tingling in hands, night sweats, hormonal imbalance, hair loss" which are not device related. Device remains implanted. This record is for the left side.

Manufacturer narrative:
In response to FDA report number: mw1503610. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "rupture". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.